Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced possible peritoneal sclerosis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for abdominal pain and transferred to hemodialysis for 2 months. The patient was discharge 9 days later. The cause of the peritoneal sclerosis was not reported. No additional information is available.